Event description:
It was reported the pt experienced a partial return spasticity. The pt had been in an MRI room while testing was done on a family member. The drug in the pump was lioresal. The pt required a 5 mg increase in her lioresal between fillings. No other symptoms or outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.